Event description:
My mother, (B)(6) went into the hospital with severe sepsis and staphylococcus epidermis bacteria. Prior to this she was being treated at home for wound care. The home health aid was using medihoney gel to treat her wounds at the time she contracted the infection. It was determined that the infection started at a wound on her leg where she was being treated with the medihoney gel. Today I received a letter from cardinal health that was a notice for urgent medical recall. It states that there was a manufacturing error with the seal and it was possible that it could get contaminated. It states the date and lot lumber of the medihoney in question of which I have in my possession and unopened box of the product that matches the date and lot number of the product in question. The dates of use of this product correspond to the times that medihoney was administered to (B)(6) and subsequently admitted to the hospital with the infection. This happened on two occasions. Once home from the hospital the first time she was again administered medihoney by the home health aid. She again was admitted to the hospital with sepsis and a staph infection. Among her other conditions I suspect that this led to her passing on (B)(6) 2024. Treating a small wound on her leg. Reference report: #mw5165991.